Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that the pump's loss of prime alarm occurred more often than expected by the user. The patient had changed the cartridge multiple times using cartridges from different boxes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during evaluation, a review of the pump history showed no evidence of loss of primes recorded. No loss of primes occurred during the investigation. During evaluation, the force sensor calibration was found to be out of specification. The force sensor resistance was within specifications. Unrelated to the loss of prime issue, evaluation revealed that the display was faded and discolored. The keypad was intact; no damage was observed. All the keypad buttons had an intermittent response to button presses. The keypad was removed and there was evidence of contamination found under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.